Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist sent a follow-up letter and reviewed the info the pt reported to the customer care advocate (cca) on 07/19/09. The pt alleged that blood glucose results on her one touch ultralink meter had been inaccurate for a week and a half, reporting "high blood sugar and then 45 minutes to one hour later so low, it's not even funny." The pt reported "feeling low" when she woke up one morning (she does not recall the date) before going to work. The pt did not provide the exact symptoms upon awakening. After her fasting blood glucose of 158 mg/dl, the pt ate yogurt (17 carbs). Although feeling as though she was still low, the pt elected not to drink juice since the "meter was high", per the pt. The pt does not recall how much insulin the pump injected based upon the carbs and result. The pt walked 10 minutes to work, emphatically denying the 10 minutes of exercise could have contributed to the event. Thirty to 45 minutes later, the pt was disoriented and shaking. Presumably the pt self-treated; however, the info was not provided. Apparently, the pt was symptomatic before testing; however, because the pt alleged that she injected insulin (via her pump) based upon an inaccurately high reading and later became hypoglycemic, this complaint is reported. The cca replaced meter and test strips.